Event description:
It was reported that "navigator cage has spit out of the disc space".

Manufacturer narrative:
Additional information has been requested and if made available, will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.